Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted due to sah (subarachnoid hemorrhage) via v-p shunt in december 2021 with setting 2. The set pressure was then lowered to setting 1 and the patient had been doing well since (B)(6) 2022. On (B)(6) 022 the patient collapsed due to disturbance of consciousness. Ventricular enlargement was confirmed. Abdominal shunt angiography was performed, but the contrast medium was still flowing, and the tip of the peritoneal catheter was drained externally, judging that there was obstruction at the tip of the abdominal cavity. The dripping of cerebrospinal fluid was good during external drainage, and the shunt system, including the valve, was judged to have no problems except for the tip on the abdominal cavity side. Only 20 cm of the peritoneal catheter tip was replaced on (B)(6) 2022. The patient's condition is good.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10 the certas valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a